Event description:
The single pin side did not hold enough pressure to support the pt's head. As a result, the pt received a two inch laceration on the forehead. Add'l clinical info has been requested; however, no info has been provided.

Manufacturer narrative:
Based on the reported info and eval of the returned product, the findings were as follows: the slippage could not be duplicated when the returned unit was put under pressure. The 80 pound torque knob tested good under pressure. The ratchet extension arm had no visible cracks. The lock had rotational movement but this would not have caused a slippage. The large starburst teeth showed some wear but was still functional. There was a little crack on the boss and the triad wrench was missing; however, these would not have caused a slippage. The triad rocker arm passed the go nogo gage. All other components were functional. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.